Manufacturer narrative:
The reported events of inverted current of injury and high capture thresholds were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine implant procedure. During the procedure it was noted that the right ventricular lead exhibited an inverted current of injury and high capture thresholds. The physician made several unsuccessful attempts to reposition the lead. A replacement lead was used to complete the procedure. There were no adverse patient consequences.